Manufacturer narrative:
An event of the device embolizing into the right pulmonary artery was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 8mm amplatzer vascular plug ii was implanted. During routine follow-up transthoracic echocardiogram (tte) after implant procedure it was noted that the device was no longer in placed and had embolized in the right pulmonary artery (rpa). The patient was taken to the cath lab where the device was retrieved and removed. A new 8mm amplatzer duct occluder (ado) was successfully implanted. The patient was reported to be in stable condition and no complications were noted.